Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836, serial/lot : -, ubd: unknown, UDI: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to "dicom (digital imaging and communications in medicine) transfer error codes 722 and 723" a13: applicable to unable to retrieve from picture archiving and communication system (pacs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the installation and trying to pull a name from picture archiving and communication system (pacs), the system portrayed dicom (digital imaging and communications in medicine) transfer error codes 722 and 723. Troubleshooting steps included confirming all systems were operational through a ping test, verifying that ae (advanced evaluation) title and port numbers were different, and ensuring the system had permission to query and retrieve data. The manufacturer representative (rep) planned to obtain a medical record number (mrn) to facilitate data retrieval. There was no patient involvement.